Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker reported a syncopal episode. Far field over sensing was noted on presenting electrogram (egm) which showed no evidence of pause in pacing. Also, automatic pace threshold test episodes stored in configured collection period were successful. It was recommended to have a reprogramming optimization on right atrial lead settings. The pacemaker remains in service at this time. No additional adverse patient effects were reported.